Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 499 mg/dl at time of incident and current blood glucose level was 281 mg/dl. The customer¿s blood glucose level was 144 mg/dl and 360 mg/dl. The customer was treated with manual injection pump and manual injections. The customer dose not allege pump was under delivering insulin. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.